Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio: 6.2, lab: 3.8. Patient's therapeutic range: 3.0-3.5 inr.